Event description:
The valve was retrieved after approximately five years implant duration due to paravalvular leak. The exact date of implant is unknown. No additional patient complication has been reported.